Event description:
It was reported the pt experienced an overstimulation sensation and a shocking/jolting sensation. The pt stated the cervical stimulation became more intense during the night while he slept and almost felt like it was shocking him. The pt felt the shocking over his entire body. The pt has a history of night sweats, prior to implant; the pt will take a shower to cool off and then lie down again. The stimulation is not as intense after the pt takes a shower and lies down. During the day the stimulation is fine. The stimulation became more intense during the day with physical exertion and/or sweating, but the pt did not experience a shocking sensation. The pt did not experience any stimulation or shocking sensation at night if the stimulation was turned off. The pt met with the manufacturer representative at the clinic. The pt was in good condition. The pt was unable to reproduce the change in intensity or shocking. The pt was reprogrammed. The pt was going to turn the stimulation down very low at night, or possibly turn the device off, to reduce the shocking. As of 12/07/08, the representative had not heard of any further complications. Additional info has been requested from the hcp, but was not available as of the date of this report. While troubleshooting the reported event, the manufacturer reviewed that cervical placement of the implanted lead was not recommended.